Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that occlusion alarms and intermittent false occlusion alarms occurred. Customer cleared the alarm or changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 136 mg/dl.